Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, post-operatively, the patient experienced pain - vas 60/100 index. The procedure was performed under general anesthesia with more blood loss than usual. The duration of the procedure was reported as 35 minutes.

Manufacturer narrative:
(B)(6). Study name: (B)(4).